Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A nt mitraclip was chosen for implantation. The clip was advanced to the valve. Upon the first placement, the posterior leaflet was not secure so the clip was repositioned. Good insertion was achieved, but when the clip was half closed a new mr jet was observed. The clip was brought back to the left atrium and leaflets were inspected. A perforation was suspected on the posterior leaflet. The clip was removed and the procedure was abandoned. Mr remained unchanged grade 4+.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A nt mitraclip was chosen for implantation. The clip was advanced to the valve. Upon the first placement, the posterior leaflet was not secure so the clip was repositioned. Good insertion was achieved, but when the clip was half closed a new mr jet was observed. The clip was brought back to the left atrium and leaflets were inspected. A perforation was suspected on the posterior leaflet. The clip was removed and the procedure was abandoned. Mr remained unchanged grade 4+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure associated with leaflet capture cannot be determined. Unspecified tissue injury appears to be due to procedural conditions associated with leaflet capture. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.